Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the 80% stenosed distal left circumflex coronary artery. The lesion was pre-dilated with a 2.25x8 mm balloon at 10 atmospheres (atm). The 2.25x12 mm xience alpine stent was implanted and a dissection was noted at the distal end of the stent. A 2.25x8 mm drug eluting stent was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.